Event description:
Info received by (B)(4) affiliate on (B)(6) 2013, stated the pt (pt) developed an infectious corneal ulcer in her left eye (os) while wearing acuvue oasys for astigmatism trial lenses. After less than 4 hours of wear, the pt c/o pain and redness os. The redness continued after removal of the lens and worsened the following day. Pt saw her eye care professional on (B)(6) 2013 and subsequently followed up with an ophthalmologist on (B)(6) 2013. Diagnosis was microbial keratitis and a peripheral corneal ulcer at the 11/12 o'clock position, near the limbus. Va prior to event was 20/20, va at the time of injury was 20/25. Pt was advised to discard current contact lenses (cl) and solution and discontinue cl use. Pt was prescribed a lubricating drop every 2 hours and antibiotic drop (tobroson) tid. As of (B)(6) 2013, the ulcer headed and light scarring was noted near limbus at 11/12 o'clock position. Pt's va has returned to 20/20.

Manufacturer narrative:
Additional inf will be submitted within 30 days of receipt. MDR reportable event "rrends" are reviewed quarterly in franchise management review meetings.